Manufacturer narrative:
The unit had a blank display due to electronics assembly with moisture damage. The motor had moisture damage. The unit had a cracked case at the display window corners, a cracked display window, and a minor scratched lcd window.

Event description:
The customer called in to report a beeping from the insulin pump with no alarm and that there was fluid underneath the display. The customer stated they wore the device in their bra and that they fell on their insulin pump. The customer's blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.